Manufacturer narrative:
The device was returned for an evaluation. Ventec performed an evaluation of the customer's device but was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined.

Event description:
The customer reported to ventec that their device was displaying "patient circuit disconnect" alarm. There was no patient involvement.